Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt failed an ECG falloff test. The cause for the failure was isolated to the +5v and belt discharge wires being shorted. The root cause for the shorted wires has not been positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable).